Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave® bag spike with additive port dry spike where the customer reported that the paper film inside the spike came out into the medication bags. It is unknown if there is patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of the paper coming into the spike could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: no.